Event description:
This is filed to report the atrial septal defect and respiratory distress that occurred during use with the steerable guiding catheter (sgc 50223u108), which required support with a heart-lung machine and treatment with an atrial septal defect occluder. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. A steerable guiding catheter (sgc 50211u119) and clip delivery system were prepared for use, but the cds could not be inserted into the sgc. A distal kink was then observed in the cds; therefore, a new cds was attempted to be inserted. The new cds could not be inserted into the sgc; therefore, the sgc was replaced. A new sgc (50223u108) was used and a cds was inserted successfully. The cds was advanced to the mitral valve leaflets. It was then observed that the atrial septum showed a fissure causing a relevant shunt. Oxygenation dropped to 79% and a heart-lung support system (ECMO-extracorporeal membrane oxygenation)was put in place. After the patient stabilized, the clip was implanted and the mr was reduced to 2. An additional clip was implanted and the mr was reduced to trace. An atrial septal defect occluder was used to treat the shunt and the heart-lung support system was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, clip delivery system (cds 50204u102) the steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was not returned for evaluation. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effects of atrial perforation and respiratory failure as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the atrial perforation resulting in the respiratory failure, appear to be related to patient/procedural conditions. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the reported patient effects of desaturation and hemodynamic instability are attributable to the interatrial septal fissure due to patient anatomy and pathology. They are not reflective of a device issue or malfunction. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.